Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. It is probable that the tortuosity of the patient¿s anatomy may have caused difficulties during the attempt to deploy the stent and the subsequent stabilizer deformation and improper and premature deployment of the stent during use. Therefore, an assignable cause of procedural factors has been assigned to this investigation. Added to reflect the fact that the stent was suboptimally deployed near the internal carotid artery (ic- siphon).

Event description:
It was reported that during the procedure, after percutaneous transluminal angioplasty (pta), the stent system (subject device) was attempted to be deployed at the target stenosis on the middle cerebral artery-m1 segment. The outer body of the stent system could not be removed and the proximal portion of the inner body was deformed. During removal of the wingspan system, the stent was accidentally deployed near the internal carotid artery (ic- siphon). The procedure was finished without stenting on m1 stenosis. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, after percutaneous transluminal angioplasty (pta), the stent system (subject device) was attempted to be deployed at the target stenosis on the middle cerebral artery-m1 segment. The outer body of the stent system could not be removed and the proximal portion of the inner body was deformed. During removal of the wingspan system, the stent was accidentally deployed near the internal carotid artery (ic- siphon). The procedure was finished without stenting on m1 stenosis. There were no clinical consequences to the patient.